Event description:
Complainant alleged that during biomed testing, the device failed leakage testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty ac receptacle.